Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date monitor 11/20/2020, belt 07/29/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that hospital staff performed resuscitation efforts. Per clinical review of the continuous ECG recording, the device was started up at 01:11:58 on (B)(6) 2021. The patient was in sinus rhythm at 60 bpm at 01:42:36 on (B)(6) 2021. The patient was in sinus rhythm at 60 bpm, transitioning to an idioventricular rhythm at 90 bpm with CPR/motion artifact from 06:47:18 to 06:48:56. The patient's rhythm transitioned to vt at 150 bpm with CPR/motion artifact at 06:49:46. The lifevest properly detected the vt arrhythmia, but response button prevented the lifevest from delivering a treatment. It was not reported who was pressing the response buttons. The patient was in vt at 150 to 170 bpm with CPR/motion artifact until the electrode belt disconnection at 06:51:55. The lifevest detected the vt arrhythmia, but CPR/motion artifact and the electrode belt disconnection prevented the lifevest from delivering a treatment. It was not reported who disconnected the electrode belt.